Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found no non-conformances and could not confirm the customer's experience. The root cause could not be determined because the returned unit met all specifications. Sixty individual samples were taken from the most recent lot. Minimum removal force was three times greater than the acceptance criteria. No change to molding parameters has been implemented since june 2010. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed: unknown - component was part of a vascular cds (complete delivery system)- "the customer's vascular inserts are coming apart. Sample has been received and reported concern has been confirmed, see picture (attached). Upon evaluation of the samples it was noted that the velcro part of the component was broken off on one of the samples and was coming off of one of the other samples. It appears the two parts of the component are falling apart due to the adhesive not being strong enough in between them." Patient status: "no medical intervention or patient injury was reported with this complaint."